Event description:
It was reported that this occurred when the patient's family member was trying to remove the needle at home. After administering 5-fu, when they tried to remove the needle by pulling up on the handle, it came off the base. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism was confirmed and determined to be use related. The product returned for evaluation was one 22g safestep infusion set. A gross visual inspection of the returned sample found that the safety plate was detached from the needle. The needle shaft was microscopically inspected and longitudinally aligned scratch marks were identified on the distal end of the needle just before the needle bend and bevel occur. These marks are indicative of excess force being applied to the safety mechanism against the needle shaft.